Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned during a device changeout procedure. It was reported the pacing impedance measurements were greater than 2,000 ohms when connected to the new device. The pacing threshold measurements were also high. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.